Event description:
It was reported that the catheter was unable to pace. There were no patient complications reported.

Manufacturer narrative:
The device was initially evaluated in (B) (4). Continuity testing confirmed a full open condition at the atrial distal electrode. A cut down confirmed that the lead wire was broken at the electrode joint. There was no catheter body damage observed. The device was sent to (B) (4) for further evaluation on july 9, 2010. The catheter was received with several cuts into the catheter body, and exposing the electrode lead wires. Continuity testing was performed on all lead wires except the atrial central electrode due to the lead wire being received broken away from the electrode weld. Continuity test only confirmed an intermittent condition on the atrial distal electrode. All remaining electrodes were found to have continuity and they did not show any signs of being intermittent. A lot number was not provided and the device history record could not be completed.

Event description:
A 2.6 french dual lumen bd catheter was placed and eight days later, the catheter was noted to have leakage from the blue port at the bifurcation, but then stop. Two days later at noontime, the blue port again was noted to be leaking at the bifurcation. The infant was also noted to be febrile and had an elevated white count. The decision was made to clamp off the blue port and use as single lumen. Later on that day at 1600, the red port was noted to be leaking, a decision was made to remove line. Pt currently has a single lumen broviac used for pn/il, dopamine, opioid infusion, and has an 8 french left internal jugular hemodialysis catheter. Additional access was required for triple antimicrobial coverage and sedation.